Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain it was reported that in around (B)(6) 2018, the patient started noticing tenderness around the ins site. Then in (B)(6) 2018, they could not turn their stimulation on nor charge the ins. The patient's programmer displayed the poor communication screen with and without the antenna, and the recharger displayed the reposition antenna screen. The patient was last able to successfully charge the ins around 3 weeks prior to the call, and then about 2 weeks after that they were unable to charge. The patient did not have any falls or trauma recently but it was noted the patient had experienced weight loss that was unrelated to the ins. They were redirected to have the patient see their doctor to determine if the ins was in overdischarge. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient via manufacturer representative regarding patient's implantable neurostimulator (ins). It was reported that the patient came into the office with an overdischarged battery. Physician mode recharge (pmr) was done and power on reset (por) was cleared. Patient had discussed with doctor about getting a battery replacement, because of the difficulty and length of time it takes for her to recharge. The stimulation helps with her typical pain but she does not want to use it as often as she needs because of the recharging issue/time. Patient scheduled for battery replacement on (B)(6) 2018. Impedance check was done and all negative. The issue was considered resolved at the time. No symptoms were reported and no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer on (B)(6) 2018 noted that they would be seeing their health care provider (hcp) on (B)(6) 2018. No further complications were reported.